Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/29/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient presented in after a mechanical fall at home where he has injured his back. There was no additional patient information available at the time of this report. Return product is available for investigation. Date: (B)(6) 2018, method: I-stat, sample: a, specimen: wb, collected: ni, tested: 2130, na: 109, k : 2.8, cl : >140, ica: 0.63, bun: 12, hct: 29. (B)(6) 2018, lab, b, plasma, 2220, ni, 141, 3.9, 104, 8.5, 20, 38.3. Units of measure: I-stat: na mmol/l, lab: meq/l. K mmol/l, meq/l. Cl mmol/l, meq/l. Ica mmol/l, meq/l. Bun mg/d, mg/dl. Hct %pcv, n/a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.